Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection (¿strep¿, ¿mono¿), deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that a patient was injected with one syringe of juvéderm vollure¿ xc around the mouth. Approximately a month later, patient was injected again with one syringe of juvéderm vollure¿ xc into the in the cheeks and a little above the lip area. Three days later, patient was off from work due to strep, then mono, then tested positive for covid, all deemed not related to the device. During these time, patient developed hardening of nodules. The patient has been massaging and trying to flatten out the hardening in hopes to make it go away. The lump above the mouth area has seemed to move to the area around the corner lip. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00040 (allergan complaint # (B)(4). This MDR is being submitted for the 2nd suspect product, juvéderm vollure¿ xc.